Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink set reportedly triggered an occlusion alarm on the baxter sigma spectrum pump. The event occurred when the clearlink set had to be manipulated into the pump in order for the infusion to start. The device was filled with unspecified chemotherapy solution, pre-primed from the pharmacy department prior to use. The infusion rate was between 250 ml/hr and 50 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak test was performed with no issues noted. Functional tests, pressure test and clear passage under water was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.